Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Several hours later in post-op, an effusion was noted which led to cardiac tamponade. A pericardiocentesis was performed and 300cc of fluid was removed. It was suspected that micro tears occurred in the appendage during the recapture/repositioning of the device. The patient was discharged the following day. The patient returned to the hospital over the weekend for a new episode of atrial fibrillation; however, the effusion was gone. The patient made a full recovery.

Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Several hours later in post-op, an effusion was noted which led to cardiac tamponade. A pericardiocentesis was performed and 300cc of fluid was removed. It was suspected that micro tears occurred in the appendage during the recapture/repositioning of the device. The patient was discharged the following day. The patient returned to the hospital over the weekend for a new episode of atrial fibrillation; however, the effusion was gone. The patient made a full recovery.

Manufacturer narrative:
B5: updated.

Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Several hours later in post-op, an effusion was noted which led to cardiac tamponade. A pericardiocentesis was performed and 300cc of fluid was removed. It was suspected that micro tears occurred in the appendage during the recapture/repositioning of the device. The patient was discharged the following day. The patient returned to the hospital over the weekend for a new episode of atrial fibrillation; however, the effusion was gone. The patient made a full recovery. It was further reported that the device had been recaptured two or three times to reposition. The doctor stated the effusion was on the posterior side of the heart. There was nothing definitive to show where the effusion originated.